Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this newly-implanted right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were associated with a high out-of-range (oor) pace impedance measurement during a device check the day after implant. Other lead measurements were normal. During testing of the lead-device connection in a lead revision procedure, it was found that the lead was connected, but pulling on the lead resulted in increased impedance measurement. The device setscrew was loosened, and the lead's terminal pin was seated further into the device header port, which resolved the issue. No adverse patient effects were reported beyond reopening the device pocket to investigate and resolve the issue.